Event description:
It was reported that a malfunction alarm with the code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.